Event description:
The patient experienced overdose; drug being administered was reported as prialt. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).